Event description:
The customer reported that the system would not display a fluoroscopic image. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. No further conclusive information is available.